Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display. In addition, it was reported that the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.